Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient presented due to unknown reasons. Upon interrogation, it was noted that the implantable cardioverter defibrillator - ICD exhibited post-paced t-wave oversensing. The ICD was explanted and replaced. Patient condition was unknown.

Manufacturer narrative:
Analysis was normal. No anomalies were found.